Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with faded serial number label.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 113 mmol/l. The troubleshooting steps were provided for the power error detected. The customer stated that in the battery compartment there was a crack. The insulin pump will be returned for analysis.